Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without low battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported he received a replacement pump and he had problems with it. He has had to change the battery every day. He has been getting battery out of range and battery test fails and the pump shuts off by itself. Pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. Customer did not receive failed battery test during troubleshooting. The customer was advised to monitor the pump and a battery cap will be sent. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states this was the second occurrence of off no power without a low battery warning. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.